Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose was unknown. It was stated that there was crack on the back of the insulin pump. The troubleshooting was performed for the damage and not performed for the pump error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error. Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).